Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached. No patient injury was reported.

Manufacturer narrative:
B5: additional event information received indicating no patient involvement (updated b5, a1). H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective latch lock flex. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120.

Event description:
Additional information received on (B)(6)2022 via email: all issues found with these devices were found during testing. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification.